Event description:
The patient contacted animas on (B)(6) 2014 reporting that the buttons are unresponsive. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/31/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/13/2014 with the following findings: the keypad was intact with no peeling. All of the buttons were intermittently responsive. Contamination was found under all of the button contacts when the keypad was removed. Unrelated to the original complaint, the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.